Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, three days post implant, the patient experienced perforation which was suspected due to right atrial (ra) lead pacing failure and was confirmed by echocardiography. Pericardial fluid was drained and the lead was revised the following day. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient experienced a decrease in blood pressure.